Event description:
A system error (se) 2367 alarm was identified in the alarm log of a returned homechoice device. The system error occurred during dwell 4 of 4 after several alternating current power cycles. This is an indication of a potential device malfunction that has caused a breach in the sterile pathway that may increase risk of contamination and/or infection to the patient. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A system error (se) 2367 found during a review of the patient alarm log of the homechoice (hc) device was confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available.